Event description:
It is reported that during a surgery, the screw broke while surgeon was trying to set it into the nail.

Manufacturer narrative:
This report will be amended when our investigation is complete.